Event description:
Nellcor received email notification where it was alleged that a patient expired while an xlt tracheosoft was in use. The email indicated that "the device failed." No further information was provided.

Manufacturer narrative:
Investigation of this report is in progress.